Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery reported in (B)(4) on (B)(6) 2019, the screwdriver tip (p/n; 279751002) was broken when the surgeon inserted the reported screw (p/n: 186731845) into l3 right. First, the surgeon tried to remove the screw at l3 (p/n: 186731745), and inserted the reported screw with 8.0 mm tapping. However, the screw (p/n: 186731845) stuck at the middle of the tapping hole because the bone quality of the patient's was hard, so that the surgeon removed the screw (p/n: 186731845) and tried to tap again ¿til the end of the hole. Then, when the surgeon removed the 8.0 mm screw (p/n: 186731845), the screw driver tip (p/n; 279751002) was broken, and the broke screw driver tip was adhered to the screw head. Thus, the surgeon tried to remove the screw by using the set screw and the rod as lever. Also, the surgeon decided to cut off the small amount of pedicle for screw removal. So, the surgeon could have removed the screw. The surgery was completed by using alternative 8.0 mm screw (p/n: 186731845). There was no information of surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.